Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a bka surgery, in the middle of sawing, the spir gigli saw blade 20 broke, it snapped when sawing into bone. No pieces fell into the patient. Then another one was opened (same lot number) and it happened again. The procedure was resumed, after a non-significant delay, with the saw to complete bone cut. No patient injuries were reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 22 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The complaint rate and severity of the event were reviewed and revealed that the risk for this particular event is considered low. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.